Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that while being seen in clinic, the patient stated that he would get a low battery beep on a battery and the controller would switch to the second battery. When he would check the bars on the low battery it would read full charge (4 bars). He would then connect this battery to the charger and the charger would also confirm that the battery was fully charged. He would then re-connect this battery to his controller and it would switch to the second power source again as described above. The battery has also recorded two critical battery alarms in the alarm history. The battery was exchanged and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
The reported power switching event could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported power switching event could not be duplicated at the bench level or confirmed through log file analysis as logs were not available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.